Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the thunderbeat exhibited a torn tissue pad. There was no patient involvement.